Event description:
Customer called to report the insulin in the reservoir was somehow pushed into patient. It was stated that the md was called and the low bgs were treated with orange juice and some carbohydrates. Troubleshooting was performed. The pump passed the test. Device had not been dropped, bumped, or exposed to moisture.